Manufacturer narrative:
This report was initially submitted following notification that a customer from the (B)(6) contacted biom¿rieux to report a misidentification when using the vitek¿ ms instrument. On (B)(6) 2017, a vitek¿ ms identified a knee fluid sample as streptococcus pyogenes. The customer then sent the sample to a reference laboratory, and the sample was identified as streptococcus dysgalactiae. Investigational testing was performed. All data analyzed included: - 2 sample mzml tested on (B)(6) 2017 and (B)(6) 2017 - 33 ecal mzml from (B)(6) 2017 to (B)(6) 2017 conclusion for the system: the system was operational during the initial test, but the criteria was reaching the lower limits. Fine tuning was performed after the misidentification occurred and repeat testing was performed on the isolate. Conclusion for the identification: the misidentification obtained with knowledge base v2.0 was changed to a "no analysis" due to too few peaks present in the spectra when analyzed with the next knowledge base versions (v3.0, v3.1, v3.2). The repeat test gave the correct result on all of the knowledge bases available. Suspected root cause of the issue the results indicate that the misidentification was due to poor spotting. This was seen from the low number of peaks present which results in no analysis being performed with the updated v3 knowledge bases.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer from the (B)(6) notified biom¿rieux of a misidentification associated with the vitek¿ ms instrument involving a patient sample. The customer reported that on (B)(6) 2017, a knee fluid sample was tested using the vitek¿ ms and identified as s. Pyogenes. The customer then sent the sample to a reference laboratory and the sample was identified as s. Dygalactiae. Fine tuning was performed on the vitek¿ ms on (B)(6) 2017. On (B)(6) 2017, the customer withdrew the sample from the freezer and retested the sample using vitek¿ ms. The results demonstrated low discrimination between s. Dysgalactiae dysgalactiae and s. Dysgalactiae equisimilis. The customer reported that the patient was misdiagnosed due to the incorrect results and the diagnosis was delayed. In addition, the patient was isolated due to the incorrect results; however, treatment was not delayed as high dose flucoxacillin was given. An internal biom¿rieux investigation will be initiated.